Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was successfully placed with the same model. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to varying sensing and impedances in multiple reposition attempts. The hospital has the possession of the lead and no adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead was successfully placed with the same model. No adverse patient effects were reported.